Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device log does show evidence of the device emitting pacer pulses; however, it did not capture the patient rhythm. No messages were identified indicating a device malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the patient was delivered to the hospital and placed on another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.